Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has been experiencing high blood glucose over 400 mg/dl, current 389 mg/dl. Customer has increased the amount on the bolus and it continues to go high. Customer states she does a bolus and three hours later it start to go up. Troubleshooting was performed and air bubbles were noted in the tubing. Customer was advised to perform a fixed prime until the bubbles were purged out. Customer removed the infusion site and blood was mixed with the insulin. Customer didn't have tubing clamp to perform high pressure test. Customer was advised to change the infusion set, reservoir, and insulin. Customer stated her blood glucose was decreasing and was ok with the troubleshooting performed. Customer is not returning the device for analysis.